Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure due to wrong battery was implanted. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.